Manufacturer narrative:
Additional assessment of this event was performed on 6/17/2019 and it was determined that it was erroneously reported as an autoimmune disorder. The patient experienced an allergic reaction, and no official diagnosis of an autoimmune disorder was present. Therefore the reported issue is consistent with generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5085749) that a female patient who had unknown mentor saline prostheses placed experienced an autoimmune reaction post procedure. The issues reported included the development of mast cell activation syndrome, anaphylactic reaction to water requiring intravenous therapy, intolerance to cold, intolerance to heat, fatigue, and food allergies. The patient was treated with intravenous benadryl and had the devices explanted on (B)(6) 2018. Improvement has not been noted since explant. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-12849 for contralateral prosthesis report.